Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. No intervention was performed. The patient experienced no adverse consequences and would continue to be monitored.